Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump no delivery during normal set changed. Customer's blood glucose was 91mg/dl. Customer reported that the alarm was resolved by an infusion set change. Customer reported no delivery alarm on the insulin pump and blood glucose was 134 mg/dl. Troubleshooting was done. The issue was resolved upon troubleshoot. No further information provided.